Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, further defects were detected. In total the following defects were detected: · customer complaint identified · led lights up dimly · blade damaged · adhesive joints on camera head worn · housing worn · housing discoloured · cover discoloured · software version is up to date · plug leaking the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described fault is mechanical damage caused by the user. Improper handling during refurbishment damaged the adhesive on the camera head, allowing moisture to penetrate the interior and damage the electronics, which is responsible for the weak led brightness. Furthermore, damage to the blade on the cover and the housing can also be seen, which indicates improper use of the product. The cause of the defect is therefore improper use of the product. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cmac has dim light output. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).